Event description:
The surgeon reported that whilst using the versius surgeon console, he felt the position of the electrosurgery button was uncomfortable to use and he developed hand pain. The surgeon has been asked for more information regarding the severity of the pain, no information has been received at the time of this report.

Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Cmr surgical ltd does not consider this reportand content to be an admission that its product is defective or that it has caused adeath or serious injury. All information known atthe time of this report has been included.